Manufacturer narrative:
A portion of the lead is expected for return. This report will be updated upon the completion of the analysis. (B)(4).

Event description:
It was reported during ongoing use, the right atrial (ra) lead was explanted due to damage. The lead was completely broken in two. It was indicated that the patient has undergone several surgeries since the initial implant (relocation of electrodes, and additional devices implanted). The physician believes that the break in the ra lead could have been due to the previous surgeries. A portion of the ra lead was explanted, and the other portion was abandoned. The extracted portion will be returning for analysis. A new lead was implanted without any issues.

Event description:
It was reported that damage to the right atrial (ra) lead was observed, which was confirmed on x-ray. The lead was completely broken in two. It was indicated that the patient had undergone several surgeries since the initial implant (relocation of electrodes, and additional devices implanted). The physician believes that the break in the ra lead could have been due to the previous surgeries. A revision procedure was performed to explant the lead; however, only a portion of the lead was explanted, and the other portion was surgically abandoned (capped). A new lead was implanted without any issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: the complaint lead was returned fractured approximately 295mm from the terminal pin. This insulation was found to be torn and abraded approximately 255mm from the terminal pin. Product analysis determined this was consistent with lead on lead contact coupled with movement. Patient code 3191 captures the reportable event of surgery.